Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances, measuring 135 ohms. Technical services recommended to continue monitor. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.